Manufacturer narrative:
Product analysis: analysis confirmed the customer comments of lcd display is out of specification electrical and hanger assembly is broken. It was noted that the output connector assembly was broken and the display wire was pinched but the wire insulation was not compromised. The device required a battery drawer shorting bar. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display of the external pulse generator had missing segments and the device had a broken intravenous (IV) pole hanger. The device has been returned for service. There was no patient involvement.